Event description:
It was reported that the patient had an allergic reaction to epoxy. It was also noted that the patient had wound dehiscence.

Manufacturer narrative:
Exact date unknown, event occurred a week ago from date manufacturer was made aware.

Event description:
It was reported that the patient had an allergic reaction to epoxy. It was also noted that the patient had wound dehiscence. Additional information was received that all device components were explanted and will not be returned as they were kept by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7076696/7076777.